Event description:
It was initially reported that the pt was experiencing an increase in seizures, which were said to be above pre-vns baseline levels. The pt's settings were lowered to see if issue will resolve. Diagnostics have been performed and were within normal limits. X-rays were taken and were reportedly normal, but were not sent to the manufacturer for review. The pt is autistic. Good faith attempts to obtain additional information have been unsuccessful to date.